Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a broken capsule occurred and the za9003 19.0d intraocular lens (iol) had patient contact. No additional information was provided.

Manufacturer narrative:
Additional information: device evaluation: the returned za9003 lens was received and revealed that viscoelastic residue was observed. The lens was received cut in two pieces. The condition of the lens is compatible with a removed lens. No details about the complaint were provided; therefore, the complaint could not be verified. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no other or similar complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.